Manufacturer narrative:
Initial reporter zip: (B)(6). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional inspections throughout manufacturing, including verification of tip dimensions. Testing results performed during manufacturing were reviewed and all results were found to be within required limits. Ten retained samples of lot 2010081 were used for additional evaluation. The product was visually inspected, no defects or damage was observed on any of the product, including the syringe tips. Evaluations were performed, verifying the tip was within required specifications was verified to meet required specifications, including the luer cone fitting. Based on the available information we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported ten syringe 1ml ls sp120 had needle connectivity issues. The following information was provided by the initial reporter, translated from (B)(6): "there are cases where the connection with the needle does not go well and is easy to come out."